Event description:
The technician alleged the brake is popping out on the foot end of the stretcher. No pt impact.

Manufacturer narrative:
The technician replaced the brake hex rod and bolt to resolve the issue.